Event description:
This will be filed to report a single leaflet device attachment (slda) and recurrent mitral regurgitation. It was reported that on (B)(6) 2022 a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. One clip was implanted successfully and the procedure was concluded with an mr of grade 1-2. On an unknown date, the patient returned to the hospital and echocardiography showed the implanted clip had detached from the posterior leaflet and remained anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. On (B)(6) 2023 an additional mitraclip procedure was performed. Two clips were implanted to stabilize the slda, reducing mr to a grade of 1-2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, the reported single leaflet device attachment (slda) per the physician is due to patient anatomy. Mitral valve insufficiency/ regurgitation however, appears to be due to the slda. Mitral regurgitation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Date of event is estimated na.